Event description:
There was an allegation of questionable calcium results for a patient sample on a cobas c 503 analytical unit. The initial result was 5.52 mg/dl and the rerun result on another cobas module in the same laboratory was 9 mg/dl.

Manufacturer narrative:
The calcium reagent lot number was 769422. The expiration date was not provided. The customer replaced both sample probes and performed adjustments. The field service engineer (fse) replaced a vacuum tube from the rinse arm unit after he found a hole in this tube. The ultra sonic mixer (usm) was cleaned and readjusted. Following the fse intervention, no further issues were observed. The investigation determined the service actions resolved the issue.